Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03114 with incorrect sections b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b2 was corrected to death (previously, it was hospitalization.) Section h1 was changed from serious injury to death. Section health effects - impact code was corrected to death.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused particles in a patient's lungs. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 23, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused particles in a patient's lungs. The patient did receive medical intervention in the form of hospitalization and patient was expired. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center concludes that they could confirm the customer's allegation and there was a visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.